Manufacturer narrative:
The surgeon performed two roux-en-y procedures on the reported event date. There was insufficient reported information to definitively identify which procedure pertains to the incomplete stapling event. However, review of the available system and instrument logs indicates a likely identification being the first procedure performed that day. Review of the logs for the second similar procedure showed no stapler errors and that all initiated firings were completed. A review of the sureform 60 stapler logs for the first procedure performed found that the instrument was installed 11 times and fired 11 reloads. On installs 4 and 8, both with sureform green reloads, the peak firing force was high resulting in a firing failure error. The logs showed no additional stapler-related errors. This medwatch report (MFR report number 2955842-2024-11678) represents the second green reload incomplete stapling. A separate medwatch report (MFR report number 2955842-2024-11670) was submitted for the initial reported green reload incomplete stapling.

Event description:
It was reported that during a da vinci-assisted roux-en-y gastric bypass procedure, when stapling with the sureform 60 stapler and a green reload, the stomach was torn before the action was completed, resulting in incomplete stapling. The surgeon made a second attempt later and the same problem occurred. A gastric recut was necessary to resect the torn area. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The green reload accessory that was used during the procedure was not returned; however, a representative sample was received. The reload was installed in an in-house instrument then placed on an in-house system. The reload was fired without issue. All the pushers were deployed, and the staples formed onto the test foam. The blade was at the distal end and not exposed.

Event description:
Refer to h10/h11 for follow-up information.